Event description:
It was reported that an empty intravia container 1000 ml leaked while filling. The event was further described as; while ¿pooling 65 gm¿s of panzyga into a 1l intravia bag and there was a default in the bag. There was a separation at the seam in between the 2 ports causing the ivig (intravenous immune globulin) to leak out and was now contaminated¿. This was identified during preparation by the pharmacist. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in follow-up MDR 1 was inadvertently submitted as 05/06/2021; this is being corrected to 05/06/2022. Should additional relevant information become available, a supplemental report will be submitted.